Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Pd therapy was ongoing. As a result of the peritonitis, the patient experienced abdominal pain, cloudy effluent and a fever. The patient was treated with cefoperazone sodium and sulbactam sodium 3 grams IV daily, cefoperazone sodium and sulbactam sodium 1.5 g ip daily and cefathiamidine 1 g ip daily for the events. At of the time of this report, the patient remained hospitalized and not yet recovered from the peritonitis.